Manufacturer narrative:
According to the report, the patient's pyloric section (perhaps food) was hanged on a stent and was fractured while cleaning through the endoscope. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The pylorus where stent was implanted is curvy and especially, has a lot of momentum. Stent can be frequently pressured due to patient's lesion status and fracture be possible. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is impossible to find the exact cause because the stent has not been removed from the patient. It is considered that fracture was occurred due to complexity of patient's lesion status and stent implantation. Also, it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2017: the stent was placed from pylorus to in front of second portion of duodenum against pyloric stenosis due to stomach cancer. On (B)(6) 2017: the patient came to the hospital complaining of nausea. As a result of endoscopic examination, it was found that leftovers were jamming in the stent. During cleaning with endoscope, the stent was fractured at the middle. It was tried to remove the fractured stent on the anal side but the procedure was canceled because there was a possibility that the fractured stent on the mouth side could be broken. On (B)(6) 2017: the new stent with longer length than the first stent was placed and the procedure was finished. There were no patient complications as a result of this event.